Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe high blood glucose event and attributed it to consuming too many carbohydrates while using the ilet system. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed that there were no findings available; the medical device problem and device component could not be characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.